Event description:
It was reported that during an a-fib clinical study the patient developed a pericardial effusion during ablation. The physician was working in the left atrium when the effusion was noticed. Two 6-french sheaths and one 11-french sheath were inserted into the left femoral vein. Two 8-french sheaths were inserted into the right femoral vein. The patient was under general anesthesia. A 10-french ultrasound bwi catheter was inserted from the left femoral vein and placed in the right atrium. Electroanatomic mapping was performed, and the left atrium was reconstructed. The 8f sheaths were exchanged to across transseptal sheath and transseptal catheterization was performed. The patient possibly had a patent foramen ovale, and the catheters easily went through from right atrium to left atrium without deploying the needle. Heparin was given as soon as the transseptal catheterization was performed. One across sheath was exchanged with 8.5 st. Jude agilis sheath. Then a lasso catheter was placed into the across sheath and advanced to the left atrium, and electroanatomic mapping was performed by using a lasso catheter. Pulmonary vein isolation was performed using a 4 mm bwi ablation catheter. The left side pulmonary veins were isolated by using radiofrequency ablation. When moves the catheter from the left pulmonary vein to the right pulmonary vein, the physician found that the patient's blood pressure dropped. Intracardiac ultrasound showed the pericardial effusion. Ffp (fresh frozen plasma) was infused to reverse coumadin and protamine was given to neutralize heparin. The patient's inr (international normalized ratio) was 1.9 when coagulation was reversed. Interventionalist was called and the physician performed a pericardiocentesis; 480 cc of bright red blood were drained successfully. The patient's blood pressure kept dropping. Thus, the patient was transferred to the operating room and underwent cardiac surgery.

Manufacturer narrative:
Product analysis could not be conducted since the device was not returned for investigation. DHR review could not be performed because lot number was not provided by the customer. Concomitant products: carto 3 system us catalog # and serial #: under investigation; 10-french ultrasound catheter us catalog # and lot #: under investigation; lasso catheter us catalog # and lot #: under investigation. (B)(4).